Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. All boluses were recorded in the bolus history. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump had minor scratches on the lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 4.1 mmol/l. During troubleshooting, it was found that insulin pump received a motor error alarm. It was also believed that a bolus delivery was missing in bolus history. Insulin pump passed self-test. Customer did not have tubing clamps in order to continue troubleshooting. Tubing clamp would be sent to customer.